Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardiac monitor was no longer paired with the confirm rx application. It was noted that it could not be confirmed when the pairing had been lost. No interventions or programming changes were completed on the device. The implantable cardiac monitor was re-paired to the confirm rx application. There were no patient consequences reported.